Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be identified. However, it is likely that the designs of the device may cause e333 even in normal conditions. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center displayed an e333 touch panel error code during a therapeutic arthroscopic knee procedure. The procedure was not affected at all and was completed with the same set of equipment. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no device abnormalities. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.